Event description:
The customer stated an architect i2000sr analyzer generated a falsely elevated ipth result of 106.6 pg/ml. The specimen was repeated on a biomnis analyzer which generated an ipth result of 56 ng/l. The falsely elevated ipth result was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4), false positive result; (B)(4), no consequence or impact to patient. A follow up report will be submitted when the evaluation is complete.